Manufacturer narrative:
Additional procode: jey. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 during an unknown procedure, two (2) matrix midface screws broke. It is unknown if there was a surgical delay. There was no patient consequence reported. There is no further information available. This report is for one (1) ti matrixmidface screw self-drilling 8mm. This is report 2 of 2 for (B)(4).